Event description:
It was reported that during an implant attempt the right ventricular (rv) lead had high impedance when measured with analyzer. The analyzer cable was replaced; however, the rv lead still showed high impedance. The rv lead was not used and was replaced. The replacement lead also had high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.